Manufacturer narrative:
This report is submitted on november 01, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the implant (specific date not reported). It was also reported that there is an infection at the implant site (specific date not reported), resulting in the decision to explant the device. The device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported). Device analysis report attached. This report is submitted on november 28, 2022.